Event description:
I had a breast augmentation using mentor implants. Nobody told me about any risks involving gel bleeds or otherwise. They even said this could not happen. I am very sick and losing my job because of it and nobody helps me, not the doctors, not the hospital/clinic nor my insurance. I don't know what to do anymore. I have joint pains, eye problems, extremely tired, have to pee >20 times a day, dizzyness. I live in the (B)(6). Please help. (B)(6). Losing eye sight or blurry vision, swollen lymph in neck. FDA safety report ID# (B)(4).